Manufacturer narrative:
A 12-isi has received the device involved with the complaint and completed device evaluation, failure analysis investigation observed both the pitch down and up cables were broke at the distal clevis hub. The clevis did not exhibit any damage or wear marks. Broken strands stick out at the wrist. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during reprocessing of the pk dissecting forceps instrument, a broken cable was noted on the instrument. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.